Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. The date entered in section is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc meter provided "incorrect readings when compared to another adc meter. Readings of 1.5 mmol/l, 6.2 mmol/l, 4.9 mmol/l, and 9.8 mmol/l were reported, however it is unknown on which device(s) these readings were obtained and attempts to gather this information have been unsuccessful thus far. It was further reported the customer had contact with a healthcare professional and was injected with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this case.

Manufacturer narrative:
No product was returned for this complaint. A valid serial number was not provided for the insulinx meter and a lot number was not provided for the freestyle strips. Extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. As a valid serial number was not provided for the insulinx meter, the manufacturer of insulinx meter was contacted to conduct an internal investigation. They determined that their process continues to remain in control per adc requirements and there was no deviations or abnormalities which could have caused the complaint. A tripped trend review was performed and there were no confirmed complaints within the trend data in this review. As a lot number was not provided for the freestyle strips, the dhrs (device history review) were reviewed for all freestyle strips within expiration at the time of complaint and showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed and confirmed that freestyle strips continue to be safe, effective, and perform as intended in the field. Stability data for freestyle strips was reviewed and showed no anomalies or non-conformances that could lead to the complaint. No further track and trend review was required due to low confirmation rate of complaints, and no strip lot trends were identified. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc meter provided "incorrect readings when compared to another adc meter. Readings of 1.5 mmol/l, 6.2 mmol/l, 4.9 mmol/l, and 9.8 mmol/l were reported, however it is unknown on which device(s) these readings were obtained and attempts to gather this information have been unsuccessful thus far. It was further reported the customer had contact with a healthcare professional and was injected with insulin (dose/type unknown). There was no report of death or permanent impairment associated with this case.